Manufacturer narrative:
Phone: (B)(6). The device was returned for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, missing "open here" seal products were found during incoming visual check process at (B)(6). Five out of fifteen delivered products' closure seals were missing. Operator checked these five products and then the following non-conformance was found from one product: scribble was found on the pouch label and the outer box label and a note written "scrap" was found inside of the sterile pouch (the pouch wasn't open). The products had been already this condition when they were delivered. The products were handled and stored as usual procedure. They were not shipped out of (B)(6) and not clinically used. The products were neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The products will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: missing "open here" seal products were found during an incoming visual check process at (B)(4). Five out of fifteen delivered products' closure seals were missing. Operator checked these five products and then the following non-conformance was found from one product: scribble was found on the pouch label and the outer box label and a note with the word "scrap" written on it was found inside of the sterile pouch. The pouch was sealed. The products were in this condition when they were delivered. The products were handled and stored as usual procedure. They were not shipped out of jj warehouse and not clinically used. The products were neither re-sterilized nor re-packaged. The products were returned for analysis. One sterile unit of a saber 2.5mm x 2cm 155cm balloon catheter was returned in its original pouch and packaging box. The unit¿s outer and inner labels presented the following information: catalog 51002502l, lot 17334359. Per visual analysis, the "open here" closure seal label was missing. Also, a scribble was found on the pouch label and the outer box label and a note with the word "scrap" written on it was found inside of the sterile pouch (the pouch wasn't open). No other issues were found. A device history record (DHR) review of lot 17334359 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box labeling incorrect - injury possible: (peripheral)¿ and ¿packaging/pouch/box labeling inadequate¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. According to the instructions for use ¿for single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may increase the risk of inappropriate resterilization and cross contamination and compromise the structural integrity of the device and/or lead to device failure, which in turn, may result in patient injury, illness or death. Do not use if inner package is opened or damaged.¿ based on the information available for review, manufacturing and the inspection process may have contributed to the events. A risk assessment has been opened to further investigate this issue.